Event description:
The customer reported via phone call that her blood glucose was 512 mg/dl. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 524 mg/dl. Customer's current blood glucose was 188 mg/dl. Customer treated with the pump and was wearing the pump at the time of the hospitalization. Customer wore the pump the entire time that she was in the hospital. Customer stated that she primed the pump and huge drops were coming out, but the drops stopped when she let go of the button. Customer changed the set and stated that it did not happen again. Customer was not treated with insulin while she was at the hospital. Customer's blood glucose was 124 mg/dl when she left the hospital. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.